Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product fd311r - jacobson probe w/ball-tip185mm. According to the complaint description, the instrument tip "snapped" during a procedure, and a small piece was missing. The surgery was a spinal tumour resection, lumbar region. An x-ray was performed and nothing was found on it. An additional medical intervention was required. Clinical update: there was no obvious harm to the patient, and it had not changed the planned procedure. The adverse event is filed under aag reference: (B)(4).

Event description:
Update: the original procedure was excision of t1/2 meningioma. If the fragment had remained in situ, it would probably be located intradurally and perhaps a milimeter in size.

Manufacturer narrative:
Additional information: b5: updated. H6: codes updated. Investigation results: aesculap ag did not receive a product for investigation. Therefore, investigation results are based on historical data analysis. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: on basis of the available information as well as the investigation results a clear root cause conclusion cannot be drawn. There is no indication fo a material-, manufacturing- or design- related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not necessary.